Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging battery indicator. The reporter alleged meter prompts the battery indicator after having changed it a few days ago; has changed it again this morning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.